Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s implantable cardioverter defibrillator (ICD) triggered an alert for charge circuit timeout and charge circuit inactive at end of service (eos). Due to the patient¿s condition, the patient is refusing ICD change out. The ICD remains in use. No patient complications have been reported as a result of this event.